Manufacturer narrative:
Karri, bhavani, et al. "Endophthalmitis following xen stent exposure." Journal of glaucoma, vol. 27, no. 10, october 2018, p.931-933. (B)(4). Concomitant medical products: pf chloramphenicol 0.5%, prednisolone acetate, and "betamethasome" sodium phosphate 0.01% ointment added at night. The reported events of inflammation/irritation, endophthalmitis, vision loss, high intraocular "pressur", hypopyon, ocular pain and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event and product has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of endophthalmitis and red eye associated with reduced vision, pain, diarrhea and vomiting 4 months post xen implanted in the left eye that might be due to microtrauma of the conjunctiva occurred during initial implantation of xen and later caused the tip of xen to be exposed were noted in the article "endophthalmitis following xen stent exposure." Journal of glaucoma, vol. 27, no. 10, october 2018, p.931-933.